Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: evaluation codes. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "the result of revision total hip arthroplasty in patients with metallosis following a catastrophic failure of a polyethylene liner" by hong suk kwak, md, jeong joon yoo, md, young-kyun lee, md, kyung-hoi koo, md, kang sup yoon, md and hee joong kim, md published by clinics in orthopedic surgery 2015; 7:46-53; http://dx.doi.org/10.4055/cios.2015.7.1.46 on 13 october 2014 was reviewed for reportability. The article discusses results found the in the survival rate of revision tha performed in patients with metallosis following a catastrophic failure of a pe liner. The study included 8 hips with aml hip systems (depuy) with table 1 listing identifiable patients. The article notes all wer with metallosis and experienced loose acetabular cups, and 4 of the 8 hips required re-revision due to loose cups which are identified in each case. It is noted that the article mentions findings of metallosis along with images but fails to mention source of wear, and that all revisions were classified under the title of demographic, clinical and radiographic date of 23 hips with metallosis from catastrophic wear in table 1 page 50. The article does not mention if the stem was revised and it does not mention measurements of cup inclination or anteversion. No data given on ion levels. Each identified case specifies the type of revision as either acetabular component or total revision and is captured on linked complaints. It is noted that all of the patients underwent initial revision tha for osteolysis with loosening. This complaint captures case 4: (B)(6) yo male with cementless aml tha m-p bearing and received cup revision to c-p revision bearing with conventional polyethylene liner and positive findings of osteolysis after revision. He then received a re-revision for a bearing change.